Event description:
Customer reportedly obtained results of 380 mg/dl or 480 mg/dl and approximately 180 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.